Manufacturer narrative:
One cadd legacy 1 pump was received damaged with a cracked housing. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up, it started double beeping. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was a double beep, no cassette. This occurred while testing.